Manufacturer narrative:
A ge service representative performed an on site investigation. The video cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the left monitor was not working. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with this event.